Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up MFR report #1 and is being corrected on this follow-up MFR report#2: section b. Box 5. Describe event or problem. This report is associated with MFR report number: 3005168196-2019-00145.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a penumbra coil 400 detachment handle (handle) and a pod6. During the procedure, the physician successfully placed the pod6 in the target vessel; however, was unable to detach the coil using the handle. A new handle was used to successfully detach the pod6, and the procedure was then completed using additional coils and the same new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the distributor on 03/28/2019: describe event or problem, lot#, catalog#, expiration date, unique identifier, if implanted, give date, device manufacture date, method code 3. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00145.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a pod detachment handle (handle) and a pod6. During the procedure, the physician successfully placed the pod6 in the target vessel; however, was unable to detach the coil using the handle. A new handle was used to successfully detach the pod6, and the procedure was then completed using additional coils and the same new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report number: 3005168196-2019-00145.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a pod detachment handle (handle) and a pod coil. During the procedure, the physician successfully placed the pod coil in the target vessel; however, was unable to detach the coil using the handle. A new handle was used to successfully detach the coil, and the procedure was then completed using additional coils and the new handle. There was no report of an adverse effect to the patient.